Manufacturer narrative:
Model number was reported as unk; unable to provide exact pms/510(k) number. The device was not returned. Made several attempts to find out additional info such as, to retrieve product for eval, pt condition, exact model number was unable to speak with customer, did not return calls.

Event description:
Received additional questions from FDA report customer did not report this incident to edwards regulatory compliance. Customer stated that the reported event was reported to edwards; however, after unable to find this report in our database. It was stated that while in use for IV fluid administration, the tubing broke inside the pulmonary artery catheter distal port. It was further stated that the MFR was notified of this event, but there has been no response as of yet. We do expect to hear back from them. Report indicated that it is a swan-ganz cco catheter. Pt condition is unk. Follow up with customer has been initiated two different times and have been unable to speak with the customer to find out additional info.